Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check pressure transducer test. After refitting parts and cleaning of the expiratory cassette membrane, the ventilator passed all tests. The ventilator was returned to the customer in working condition. No part was replaced. No device logs were received. The reported failure will be detected during pre-use check. The internal leakage test and also other tests, for example pressure transducer test, may fail. The most probable root cause to the reported issue was that there was dirt on the expiratory cassette membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal to membrane seat correctly. Dirt particles can create leakage in the expiratory cassette.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).